Event description:
A trilogy 100 ventilator was returned to a third-party service center for service. There was no reported patient involvement. During the evaluation at the third-party service center, the device failed a test step relating to 'pressure sensor calibration.' There is no documentation stated on a root cause and/or any component replacement to resolve the issue. It is noted that the device passed final testing. Additionally, the power cord clamp was missing, the handle assembly was cracked, the handle o ring kit was missing, the rubber feet were missing, the key pad had damage, the rear enclosure assembly was cracked, the exhalation block was cracked, and warning label kit was damaged.